Event description:
Information received from the field does not address the patient's clinical status but notes that at the last two follow-up visits, the event histogram and the sensor histogram data were blank.